Event description:
It was reported that the insulin pump alarmed no delivery during. The customer's blood glucose was 44 mg/dl, which was treated. The customer stated that the alarm was resolved by a complete change of infusion set and reservoir. The customer stated that they had been experiencing high blood glucose and were unsure why until they removed the infusion set and realized that the cannula was bent. The customer stated that they had series of bent cannulas from the same box. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.